Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with two 300cc mentor memorygel breast implants, suffered pain and leaking on the left breast implant and right breast capsular contracture; baker grade iii, post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the correct date of explantation was (B)(6)2020. Mentor also became aware that the patient had undergone bilateral removal with the following devices: (left) 300cc mentor memorygel breast implant catalog: 3507300mc lot: 9412153 sn: (B)(6) and (right) 300cc mentor memorygel breast implant catalog: 3507300mc lot: 9412153 sn: (B)(6). On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6)2020, the product investigation was completed. Device investigation summary: during visual inspection the device, was found to be ruptured. An area of shell abrasion was observed in the edges of the tear. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).